Event description:
It was reported that the pt experienced intermittent stimulation and shocking or jolting. There was no known accident or incident related to the event. It occurred while the pt was at work. The pt was not around emi sources at the time of the event. It was reported that the pt lifted a heavy bottle of water the week before the symptoms began. No pt treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.